Event description:
In surgery, the tip of the screwdriver broke off during placement of the screw. The broken piece was suctioned out of the pt's wound. A second screwdriver from the set was used to complete the surgery without any negative impact.

Manufacturer narrative:
Device history record reviewed. Review of device history records indicate the device was manufactured to specification. The broken tip of the driver was not returned.